Event description:
It was reported that the silicone was ruptured on the bd saf-t-intima¿ IV catheter safety system prior to use. There was no report of patient impact. The following information was provided by the initial reporter, translated from (B)(6) to english: "the catheter came with a ruptured silicone."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Investigation summary: since no photos or samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. The three photos supplied were only of the label and did not show the sample product in question. A device history record review showed no non-conformances associated with this issue during the production of this batch. H3 other text : see h10.

Event description:
It was reported that the silicone was ruptured on the bd saf-t-intima¿ IV catheter safety system prior to use. There was no report of patient impact. The following information was provided by the initial reporter, translated from portuguese to english: "the catheter came with a ruptured silicone."